Event description:
It is reported that a customer sent an email reporting about some no delivery alarms, condensation on the screen of their insulin pump as well as a motor error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could led to the motor error alarm. The customer states that she has to inject for bolus because she runs out of insulin and wants two meters. The customer declined the 24 hour help line. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.